Event description:
A peritoneal dialysis (pd) patient's medical records were received and it was reported that the patient presented in the emergency room with lethargy. The patient had an elevated white blood cell count. A chest x-ray showed a pleural effusion. The patient was started on intravenous antibiotics and returned to his care facility.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was performed. The clinical investigation concluded that there was no documentation in the medical record that showed a casual relationship between the patient's liberty cycler and the patient's pleural effusion. If the device was returned for evaluation, a product investigation will be performed and a supplemental report will be submitted.